Event description:
A distributor complaint report was received from rubin medical ab regarding a cartridge alarm causing alarm 20 to appear in the pump history during pumping. There was no information available about the customer's blood glucose level during the event. The pump, which was within warranty, was replaced by tandem technical support. The customer declined to share the type of backup therapy that would be used to ensure uninterrupted insulin delivery, and did not accept goodwill cartridges. Technical support confirmed the shipping address for the replacement pump and instructed the customer on how to return the problematic pump using a pre-paid label and return box within 10 days.